Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis pending.

Event description:
Oversensing and pacing inhibition relative to the subject lead was reported. The crt-d system remains implanted. The reported bipolar lead impedance of the subject lead was 554 ohms. The subject lead is associated to the following sorin brand devices: ovatio 6750, sn (B)(4) and situs otw uw28d lv lead, sn (B)(4).